Event description:
Additional information reported that, during the first impedance check, when they connected the lead to extension and the stimulator, all impedances tested in the range of "600-700" ohms, not "6-700" ohms. If additional information is received, a supplemental will be submitted.

Event description:
It was reported there were impedances greater than 40,000 ohms. During first impedance check via lead to stimulator contact 5/6 showed greater than 40,000 ohms. Impedance was retested again and some contacts showed greater than 40,000 ohms. They then connected the lead to extension and the stimulator and all impedance tested in the range of 6-700 ohms. The lead was never tested via the mltc. The physician used the blue torque wrench and heard two clicks but the extension was able to be pulled out and it scraped the 0-7 tail. The physician used the white torque wrench and was able to tighten it down. One hour post-surgery only contact 5 was showing impedance greater than 40,000 ohms. Later contacts 5/6 were showing greater than 40,000 ohms. It was noted the physician may bring the patient to the operating room for a revision. It was reported the extension was explanted. After the set screw was tightened the lead pulled out by two contacts. The device was replaced and it resolved. It was noted the extension caused high impedance. There were no patient signs or symptoms noted. Follow up reported therapy was now effective and all impedances were in range.

Manufacturer narrative:
Corrections: please note, the original report should in part read: "they then connected the lead to the extension and the stimulator and all impedances tested in the range of 600-700 ohms." The originally reported 6-700 ohms range was reported in error. As such, device (B)(4) has been removed from this report.

Manufacturer narrative:
Concomitant product: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
(B)(4): analysis of the extension was completed "with a known good lead and screening cable. The screening cable was connected to an external neurostimulator, while the lead¿s distal end was placed in a 0.9% saline solution. Using a physician programmer, normal impedances were measured on all circuits and electrode pair combinations."